Event description:
Pt reported that device was in the "off" setting suddenly turned on without intentional activation and delivered stimulation, which caused pt's legs to extend straight out. The pt had difficulty turning the device off. When the pt presented at hcp the settings of the stimulation were entirely different from the initial programmed settings. The device is in ongoing eval by the hcp and co representatives.